Event description:
Complainant alleged that while attempting to treat a patient, the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicated that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.